Event description:
Additional information received reported that the work related injury was the falls.

Event description:
It was reported that the patient had a fall in (B)(6) 2013. They checked everything out and the battery was not working right after that fall. The battery was going because the patient was having too many falls. The patient was at high risk for falls for years. The patient couldn¿t remember the dates. The battery wasn¿t working right after the fall and then they had it replaced. The patient reported this was (B)(6) 2013, but it was actually (B)(6) 2014 when they had the replacement. They took out the old implantable neurostimulator (ins) from the right side and put the new stimulator in the left side. The patient mentioned a work related injury. So far, at the time of the report, the patient hadn¿t fallen since the new implant was placed. The patient had 4 surgeries by the time of the report. Information regarding patient outcome has been requested. If additional information is received, a follow-up report wil l be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).